Event description:
Patient unable to have heel suspension boot on right lower leg during long free flap surgical procedure due to scd (sequential compression device) not working with heel suspension boot in place, while patient in position needed for surgery. Staff unable to get scd sleeve tubing to stay on & cycling without compressing the tubing and preventing it from cycling while heel suspension boot was on patient right lower leg. Patient instead has gel heel pad only under right heel to prevent pressure to area and to keep scd cycling on right foot. New scd machine problematic when trying to use in combination with a heel suspension boot while the patient is not in supine position for surgery. Per the unit, "the scds are a new product to the hospital. They are arjo-flowtron acs900. The heel suspension boots- sage products, lot #009384, these are not a new product. The new scd cannot be rotated on the leg to accommodate the heel suspension boots. There have been multiple complaints about these new scds: the issue is they cannot be rotated on the leg for the heel suspension boots to be effective."